Manufacturer narrative:
(B)(4). The dexcom g5 mobile glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Skin reaction was described as a rash 3 inches across, in circular formation, with yellow pus. Patient further described the rash as unbearable and as though something was poking or eating away at her skin. Rash was located under the skin and around the sensor adhesive. On (B)(6) 2016, patient saw her doctor but was not given any prescriptions. Patient's doctor recommended over-the-counter cortisone cream. Affected area was treated with over-the-counter cortisone cream. Additionally, patient had reported the use of mastisol, tegaderm, medical tape, skin-tac and barrier wipes but the rash had persisted. No further event or patient information was provided. No product or data was provided for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.